Event description:
It was reported that there was stimulation in the wrong location. Last week, the patient noticed that stimulation was ¿going everywhere but the place she needed it to be.¿ the patient wanted stimulation in the lower back. This was a sudden change in the patient¿s stimulation. The patient was not sure of a specific incident but felt it was due to ¿something like bending over.¿ however, the patient did not believe it to be device related. The manufacturer representative noted that this was not a device issue. The patient reported no falls or trauma and had not made any adjustments with her programmer yet. The patient was at the healthcare professional (hcp) two day prior to report but was told to call the manufacturer. The patient declined troubleshooting because she wanted someone to troubleshoot with the programmer in person since she had never used it. Later, the patient tried contacting the hcp, but again, was directed back to the manufacturer. After that, the patient met the manufacturer representative on (B)(6)2014 and impedances were checked and all read normal. Reprogramming conducted the same day returned the patient¿s coverage. The patient¿s pain symptoms had subsided now by more than 50%. The patient reported full coverage and effective therapy again. The patient was fine. There was no other action needed.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).